Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:  brand name ; product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013; explant date: (B)(6) 2023; brand name ; product ID; 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2013; explant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Their previous leads were corroded so they had to change everything out around 2023 or (B)(6) of 2023. Patient mentioned when they initially changed the unit they saw that the leads were 'depleted' so when they went back in that second time in 2023 that was when they changed the leads if they remembered correctly. No symptoms were reported.